Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An associate reported a patient with corneal epithelial scar/reticular haze in the right eye post photo refractive keratectomy (prk). Patient noted fuzzy vision with halos and double vision. The patient experienced a loss of best corrected visual acuity. Topical steroid drop dosage was increased and patient was instructed to taper usage. Cyclosporine ophthalmic emulsion was also prescribed. A consult has been scheduled with an ophthalmologist.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Logfile review showed no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).